Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed and product found to be in good condition. Customer's complaint of continuous beeping was verified. The event log shows four occurences of no disposable alarms recorded. Service replaced the down stream occlusion sensor as a precaution. Use testing was performed. The problem source is unknown.

Event description:
Information was received that the cadd legacy pump is continuously beeping after startup. No reported adverse effects.

Event description:
Additional information recevived. No patient involvment, discovered during bench test.